Event description:
It was reported that the patient presented during remote follow up. Upon review, the insertable cardiac monitor exhibited premature depletion of battery. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the insertable cardiac monitor was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the premature discharge of a battery was confirmed. As received, the device was unable to be interrogated and further testing indicated that the device battery voltage was at end of life. Further analysis of the device found that there was a high current drain on the hybrid and that the cause of the high current was due to an integrated circuit anomaly.